Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with angina and the angiogram revealed a de novo, heavily calcified, heavily tortuous mid left anterior descending coronary artery that is 95% stenosed. A 2.75x23mm xience sierra drug-eluting stent (des) was implanted; however, an unexpected edge dissection occurred. A new xs [xience sierra] des was used to cover the dissection. There was no clinically significant delay in procedure. No additional information was provided.